Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. Following the procedure, the patient experienced a reaction to the suture and anaphylaxis. The patient reported alpha galactose intolerance and was experiencing anaphylaxis. Additional information was requested.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent deviated septum repair for chronic sinusitis on (B)(6) 2015 and suture was used. A few days after surgery the patient experienced anaphylaxis with dizziness, feeling close to fainting, weakness, shortness of breath, headache, sinus congestion and rapid heart beat. The patient saw the surgeon and it was reported that the surgeon opined the suture could not be removed and the patient was experiencing an allergic reaction and was advised to take antihistamines. The patient reports they are still feeling ill and have not fully recovered. (B)(4).